Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the evaluation of the returned device. An otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation, adjacent to abrasion, on the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Partial separations, surrounded by abrasion, were noted on the other exhaust tube and inlet tube of the pump. A partial separation was noted on the reservoir inlet tube. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with either cylinders or reservoir. Based on examination of the returned product, quality concluded that the abrasion marks noted on the pump tubing matched in such a way to conclude that the longer exhaust tube and inlet tube had overlapped and abraded against one another while in-vivo. This then most likely caused the shorter exhaust tube to be kinked backwards resulting in a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Event description:
According to the available information, malfunction - implant does not inflate. Additional information indicated that no obvious defect was seen.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - implant does not inflate.